Manufacturer narrative:
The device was evaluated at customer site by philips fse. Based on the information available, it was determined that product has malfunctioned and the cause is due to a component failure. The issue is resolved with the replacement of dfm100 assy capacitance and the product is back in service. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has problem on functional tests(it does not issue therapy). Device is not in clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.